Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was not reported. It was not reported if the patient was hospitalized for the cloudy effluent event. Treatment for the cloudy effluent event was not reported. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the cloudy effluent event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced cloudy effluent. The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.